Event description:
I have had severe pelvic pain for six yrs since the essure was implanted and recently found out that I have a severe nickel allergy. I am now facing a hysterectomy as a result of the essure, pain and my ovaries are enlarged. I also have significant weight gain and fatigue and headaches.